Event description:
The time of event is unknown. There was no report of patient harm. Lcb distal cover glass missing.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the lcb distal cover glass missing. Based on the result, we concluded that it was caused due to the physical damage applied on the lcb distal cover glass. In addition, our technician confirmed that the light guide cable buckled, the us connector casing cracked, the deflector washing socket deformed, the remote control buttons leak, the ultrasound connector body leak, the us connector casing leak, the remote control buttons cut, the warning/caution label worn out, and the suction channel kink; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the lcb distal cover glass missing , the possibility of dropping into human body could not be denied. Moreover, based on the technical report ""hr-rpt-0974(distal end)"" and/or the risk analysis results, it was evaluated to submit MDR.